Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4)

Event description:
A surgeon reported a patient who presented with a very myopic outcome and reduced anterior chamber depth after having micro-stent implant. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of myopic outcome and reduced anterior chamber depth; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. No information was provided indicating a failure of the device or a complication during device implantation surgery. Possible root cause is that anterior chamber shallowing and myopic shift is a known event associated with device use and is reflected in instructions for use (IFU). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).